Manufacturer narrative:
The field service engineer cleaned the sample and reagent probes. He adjusted the probes, rinse unit, and gear pump pressure. After cleaning the incubator bath, photometer window, and mixer, precision testing was performed. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the ca2 (calcium gen. 2) assay on a cobas 8000 c 702 module. Patient sample 1 initially resulted in a ca2 value of 4.79 mg/dl and repeated as 8.59 mg/dl. Patient sample 2 initially resulted in a ca2 value of 5.34 mg/dl and repeated as 7.95 mg/dl. No questionable result was reported outside of the laboratory. The repeat results were consistent with the patient¿s clinical history. The ca2 reagent lot was 65487201 with an expiration date of 30-nov-2023.